Event description:
It was reported, that the patient presented with the right atrial (ra) lead pacing being sensed by another lead, due to ra lead dislodgement. The ra lead was capped and replaced on (B)(6) 2023. Patient condition was stable.